Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2015 and 3dmax light mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "the left groin was opened, a perfix plug (device 1) was placed to the floor of the inguinal canal and patch was placed over the pubic tubercle." (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias and recurrent over the right side thereby underwent laparoscopic repair with the implant of two 3dmax light mesh (device 2 and 3). Per op notes, "the right inguinal hernia was noted, adhesions were taken down then a 3dmax light mesh (device 2) was placed using tacks. Attention to the left inguinal area, a 3dmax light mesh (device 3) was placed in the preperitoneal space then to the abdominal wall and cooper's ligament."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., UDI no., expiry date), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh - 3dmax light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol mesh - 3dmax light (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2015 and 3dmax light mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.